Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
Patient reported being in the hospital. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient was hospitalized due to weakness and cardiac issues. Patient was admitted to the hospital on (B)(6) 2016 and discharged on (B)(6) 2016. Patient resumed treatments at home.

Manufacturer narrative:
(B)(4). Medical records did not contain hospital progress notes, complete lab/diagnostic tests, dialysis progress notes, treatment records or physician orders for review. Medical records reveal the patient¿s anemia was chronic, intermittent and transfusion dependent. Anemia is a possible reason for the patient¿s weakness. The patient was also noted to have gas in the abdomen. The patient was also found to have vancomycin resistant enterococci urinary tract infect. Urinary tract infections could contribute to the patient¿s abdominal pain and lack of appetite that was present on admission. Although the original complaint mentions the patient was hospitalized for cardiac issues, the patient¿s cardiac issues were likely related to other co-morbidities such as the anemia (leading to the demand ischemia), coronary artery disease, hypokalemia (which would lead to arrhythmias), hypertension and end-stage renal disease. The patient¿s discharge diagnoses were as follows: vancomycin-resistant enterococci urinary tract infection, resolving; coronary artery disease; hypertension; paroxysmal atrial fibrillation; diarrhea, resolved; end-stage renal disease on peritoneal dialysis; anemia; hypokalemia; hypomagnesemia; hyponatremia; questionable history of thyroid disease; dyslipidemia; left heel sore; guaiac-positive anemia; failure to thrive, possible mild to moderate malnutrition; non-st elevation myocardial infarction, type ii, demand ischemia. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and patient¿s hospitalization.

Event description:
Medical records were received from the patient's treatment facility. Patient is an (B)(6) female who presented to the emergency room on (B)(6) 2016 with generalized weakness, decreased by mouth intake, 3 loose bowel movements per day for the past 3 days prior to admission. The patient was found to have gas under the diaphragm on the chest x-ray. The repeat CT of the abdomen and pelvis showed findings consistent with gas but as per surgery, the gas was probably related to the peritoneal dialysis catheter. The peritoneal dialysis catheter is not a fresenius manufactured product. The patient had an episode of hemoptysis that resolved immediately. The patient was also positive for guaiac stool the required the administration of one unit of packed red blood cells. There is no hemoglobin level for this event. The patient also developed pressure ulcers while hospitalized. In addition, during the patient's hospital stay, the patient developed paroxysmal atrial fibrillation but was not a candidate for anticoagulation due to possible gi bleed and hemoptysis. Patient was found to have a urinary tract infection. Patient was discharged on (B)(6) 2016.